Event description:
On (B)(4), 2012 it was reported that the patient had a full revision in (B)(4) 2002 due to 'loose electrodes.' The physician did not have any further information as the patient was under someone else's care at that time. Good faith attempts were made for further information from the physician the patient was seeing in 2002 but no additional information was received. Good faith attempts were also made to the implanting hospital for the patient's implanted product information but were unsuccessful. Attempts are underway for the return of the explanted products but they have not been received to date.

Event description:
Additional information was received on (B)(6) 2013 when the implanting hospital provided the patient's product information.